Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a spider fx 5mm embolic protection along with non medtronic 6fr 65cm sheath and 0.014 spider guide wire during procedure to treat a moderately calcified fibrous lesion in the left proximal tibial/popliteal trunk with 90% stenosis. The vessel was moderately tortuous. The vessel diameter and lesion length are 3.5mm and 20mm respectively. The vessel was not pre dilated but post dilated. IFU was followed. During withdrawal component embolization occurred. The deployment catheter, at the level of the clear window, and green part of the catheter embolized at the target lesion. A snare/retrieval device was used to retrieve the device. 6fr multipurpose guide was used to sheath the filter and broken catheter component and the entire system was removed. Another spider fx was introduced and directional atherectomy was successfully performed. It was reported that 5mm spiderfx was introduced over an 0.014 non-medtronic wire to the target lesion. The non-medtronic wire was removed and the spider fx wire was advanced. Upon removable of the spider deployment catheter, it was noticed that the catheter was broken and physician began to look for the radiopaque marker in the patient. Physician discovered the radiopaque and catheter still where at the level of the spider filter basket with the basket not fully expanded. Physician reported not feeling any resistance. There was no further patient injury reported.